Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 876-013 and 510k# k970806 and UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient underwent anterior cervical discectomy and fusion of 2 intervertebral discs. Post-op, approximately on (B)(6) 2018, one of the six screws of artificial plate was found to have backed out. A revision surgery was planned to be performed on (B)(6) 2018, in which the dislodged screw would be removed. The patient has achieved solid fusion. No information is available if the revision surgery was performed.